Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 500 mg/dl at the time of hospitalization. Customer was treated with manual syringes. Customer had symptoms such as abdominal pain customer stated that there was no air bubbles and leak. Customer did not allege insulin pump for under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with peeling serial number label, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).